Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 594-595 mg/dl. The cause was unknown. Treatment was not received while the customer was in the hospital, and customer was released the same day with no permanent damage. Customer changed the infusion set site to address bg levels.